Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous vessel. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion during a percutaneous coronary intervention (pci). The catheter was properly prepared, but when it was advanced into the body, difficulty was encountered and when the device was removed, the tip of the catheter fractured. The device was cut with the wire, and everything was removed together. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence that the tip detached.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous vessel. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion during a percutaneous coronary intervention (pci). The catheter was properly prepared, but when it was advanced into the body, difficulty was encountered and when the device was removed, the tip of the catheter fractured. The device was cut with the wire, and everything was removed together. The procedure was completed with another of the same device. There were no patient complications.